Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital due to a patient notifier for output circuit damage, multiple vt episodes were correctly treated with atp. Lower out of range high voltage lead impedance measurements were observed on multiple vectors. It is suspected the impedance issue first occured in may but recently was noticable. The lead was explanted and replaced. The patient condition is good.